Event description:
According to the reporter, a patient had a bravo procedure and ended up going to the emergency room as they were experiencing discomfort and vomiting. The capsule was removed with the use of a scope.